Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient on their c701 analyzer. The patient's initial phos result was 5.09 mmol/l and it was released to clinicians. On (B)(6) 2014, the sample was repeated on the same c701 analyzer at the request of the biochemist and the result was 1.13 mmol/l. The customer stated that no harm came to the patient as a result of this event. There were no adverse events. The phos reagent lot number was 692584-01. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration and quality control were fine on the day of the event. No other assays were affected.

Manufacturer narrative:
This event occurred in (B)(6).